Manufacturer narrative:
The returned lead was analyzed and the allegations were confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid.

Event description:
It was reported that this right ventricular (rv) lead was case of attempted implant due to placement difficulty and helix issue. The lead was never in service. No adverse patient effects were reported.